Event description:
Patient was currently experiencing unstable angina. Due to history of v-tach and smoking, the patient was a candidate for exchange of recalled pacemaker/defibrillator. Other pacemakers were left in place. During insertion, fluoroscopy demonstrated the right atrial lead had lost its slack and straight orientation to the right atrium. It would not move with a straight wire and was found to be sclerosed to the superior vena cava as well. Since it was supplying adequate thresholds it was left in place. The grommet was resecured and the new generator was attached to the four leads.